Manufacturer narrative:
The lead remains actively in service for approximately 23 years, 6 months. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. No further follow-up is required. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that this right atrial (ra) lead suspected to have insulation damage. The physician found pocket stimulation and checked for insulation breaks. This lead was repaired, and pocket stimulation was better. This lead remains implanted. Per physician's opinion, the device nor the procedure casued or contributed to the patient's complication. Patient's outcome, required intervention and hospitalization. No additional adverse patient effects were reported. Customer was not able to obtain if there was a procedure delay. No additional information is available.